Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 3, 2024, senseonics was made aware of an incident where the user experienced a hyperglycemia event with no alert from the system.

Manufacturer narrative:
The user reported a hyperglycemic event on 03 august 2024 around 09:00 pm. The user mentioned that the sg at the time was 213 mg/dl while the bg was not taken. A review of the dms data revealed that the sg value was 213 mg/dl at 08:59 pm and no bg value was entered. The user didn't receive high glucose alerts at the reported time as the sg value was trending up but never went above the high alert threshold set by the user. A review of the alert history revealed that the user received a high glucose alert 10 minutes later at 9:09 am pt when the user's sg was 232 mg/dl. While investigating the event, the customer care team found that the user didn't notice the alert because he had the do not disturb mode enabled on his mobile device. The user did not seek medical treatment and resolved the event by taking insulin. The user's hcp was not made aware of the incident. The user was advised to follow up with the hcp for further medical guidance. A review of the system around the event date was performed, and the sg and bg values were in good agreement. The user is currently using the system with up-to-date data. B4.date of this report 01 november 2024. G3.date received by the manufacturer? 27 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.